Event description:
It was reported that the user experienced recurrent nocturnal low glucose events last recorded at 53 mg/dl while using the ilet bionic pancreas, with no user error identified during review and additional training recommended and assigned. Customer care provided additional training for the user. Investigation of this case revealed no device malfunction could be identified. No symptoms associated with low blood glucose reported. Outcomes included self-treatment with oral glucose. It was concluded that the cause of hypoglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.